Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed; the cause was traced to component failure. Evaluation results 1 device was found to be affected by a corroded drivetrain. 1 device was found to be affected by excessive corrosion.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device trigger was sticking leading to run-on. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation status: confirmed 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. In progress: 1 device evaluation is in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device trigger was sticking leading to run-on. 2 events had no patient involvement; no patient impact.